Event description:
Customer states that a part between the rear wheels snapped.

Manufacturer narrative:
New information was obtained on (B)(6)/2014 - - this event has changed from a product problem to an adverse event / product problem. The following sections have been corrected:

Event description:
End user reported that the left side brace that holds the left rear leg to the frame on his 65550 rollator snapped . End user was stepping out of the shower, over a threshold, when it snapped. End user fell forward, twisted around to land on his backside and received a laceration. End user just applied a towel, no medical attention.